Event description:
It was reported that images on the 9900 system were lost. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Flashed the nodes and reloaded the software and cal files. The system was tested and found to be working as intended and placed back into service.